Event description:
During an ischemic ventricular tachycardia procedure, it was reported that when creating a scar map, a pericardial effusion was noticed via ultrasound. A pericardiocentesis was performed and the patient was hemodynamically stable and sent to the ICU for observation.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert rf generator, model #: m-5463-01, serial #: st-4922. Cool flow irrigation pump, model #: m-5491-02, serial #: (B)(4). (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).